Event description:
The international customer reported the ventilator went vent inop and alarmed due to an inhalation autozero failure. Vent inop, when in use, will stop providing ventilatory support to the pt. The customer reported the device was not in use on a pt therefore, there was no pt involvement or harm. The MFR field service engineer confirmed the reported problem. The MFR's field service engineer evaluated the device and replaced the power supply to address the reported problem. The service engineer replaced the 3 station solenoid and main pcb to address the reported problem.